Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion had no tortuosity, no calcification and a 90% stenosis. The voyager was delivered for pre-dilation; however, it ruptured at the first inflation at 8 atm. It was changed to another company's balloon and the procedure was completed. No effect to the patient was reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation-product performance engineering reviewed the incident. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The lesion did not have tortuosity or calcification, though it was 90% stenosed, which may have contributed to the difficulties experienced. However, without the product to examine, no definite root cause for the reported balloon rupture can be determined.